Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the cardiac resynchronization therapy defibrillator (crt-d) had been giving the patient trouble. The patient had reportedly been hospitalized a few weeks prior. The patient believed that their pulse had dropped to forty six beats per minute because of the crt-d. This was not the first time they had encountered the trouble. The patient representative stated that the crt-d had not worked and was not working very well. The device remains in use. No further patient complications have been reported as a result of this event.